Event description:
This is filed to report a gripper actuation issue. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced in the patient and multiple capturing attempts were made but were unsuccessful. The cds was removed from the patient and tested on the sterile table. It was found that when lowering the grippers, it wouldn't grasp adequately. A new cds was used to complete the procedure, reducing the mr to a grade of 1. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported difficult to open or close (gripper actuation) could not be confirmed via returned device analysis. The reported positioning failure (leaflet capture - clip not implanted) could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and the results of the analysis, a cause of the reported difficult to open or close (gripper actuation) could not be determined. The reported positioning failure (leaflet capture - clip not implanted) was related to the gripper actuation issue being experienced. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
N/a.